Event description:
It was reported that an advanced life support (als) screw was dispatched to the scene of a pt complaining of shortness of breath at 08:32 on (B) (6) 2009. The als crew arrived on the scene at 08:36 and began their pt assessment. The als crew was successfully able to obtain the pt's 3-lead ECG using the device; however, the screen then went blank. In an effort to troubleshoot, the als crew replaced the electrodes and disconnected and reconnected the cables; however, no change was observed. The device was then reset and became frozen in paddles lead. The als crew was unable to return to any of the other leads to continue monitoring the pt. An add'l als crew was requested and was dispatched to the scene. The second als crew used their device in transport of the pt to a hosp without incident, arriving at 09:20. Pt care was not compromised and there was no adverse affect on the pt due to this reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and associated cables; however, the reported failure was not verified, nor duplicated. No noticeable damage of the device was observed. A performance inspection procedure, as outlined in product literature, was performed on the device. Proper operation was observed and the device and associated cables were returned to the customer for use. The root cause of the reported failure was not determined.